Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Follow-up call was made on (B)(6) 2016 to ensure the customers new replacement products is no longer has a missing flat rubber gasket as previously stated by the customer. Customer has received the new the product. Customer stated that they have returned the alleged defective product. Product sent resolved customers initial issue.

Event description:
Email was received in regards to the customer has purchased a box of syringes and there was a needle that was missing its flat rubber gasket making it unusable. The customer is using the syringes on her diabetic cat. I have called the customer to obtain additional information. The customer stated that this incident has occurred with the month if (B)(6), unsure of the exact date. The customer stated that she did not accidently lance her finger. No one has gotten hurt. The customer has noticed that the rubber gasket was missing after removing the safety cap to use the syringe. The customer stated that this was with only one of the syringes. The customer still has the syringe and was direct by the representative who she emailed (B)(6) to return it to him; which she stated she will be returning today(B)(6) 2016. I have created a ran for this complaint reference to ran: (B)(4). I will send the customer a package of 100 syringes due to having the customer's shipping address. I will keep everyone informed with any updates.